Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft¿ and might be contributed by user related, example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had been using bard foleys catheter for around 50 years and had rarely had a problem. But last week customer had a non-deflator. The representative confirmed customer was using sterile water and not saline. It took thirty seconds for the water to flow through the small-diameter inflation lumen. If you noticed slow or no deflation and re-seat the syringe gently. Once again, allow the balloon to deflate slowly on its own. If the balloon did not deflate, reposition the patient and ensure that the catheter was not in traction, and the proximal end of the catheter was not compressed within the bladder neck. Outside of this they would recommend going to your local healthcare professional for further troubleshooting. It was stated customer was not complaining because after gentle aspiration and was able to deflate the foley.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had been using bard foleys catheter for around 50 years and had rarely had a problem. But last week customer had a non-deflator. The representative confirmed customer was using sterile water and not saline. It took thirty seconds for the water to flow through the small-diameter inflation lumen. If you noticed slow or no deflation and re-seat the syringe gently. Once again, allow the balloon to deflate slowly on its own. If the balloon did not deflate, reposition the patient and ensure that the catheter was not in traction, and the proximal end of the catheter was not compressed within the bladder neck. Outside of this they would recommend going to your local healthcare professional for further troubleshooting. It was stated customer was not complaining because after gentle aspiration and was able to deflate the foley.